Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery compartment crack. It was reported there were no power issues related to this issue and no evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a battery compartment crack was observed during investigation. There was no evidence of damage, defect, or moisture within the battery compartment or with the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.